Manufacturer narrative:
The reported complaint was confirmed. As per the biomedical technician (bmet), the oxygen (o2) sensor was replaced after the cardiopulmonary bypass (cpb) procedure. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's bmet, this happened before in (B)(6) 2018. They reset the 02% hours and was able to calibrate the epgs with no further issues.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) displayed a "service gas system" error message. The oxygen (o2) hours were reset and the epgs was recalibrated. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the user facility's biomedical engineer, no part will be returned as the unit functioned as intended according to its new programmed alarm limits.